Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, lot# v091227, implanted: (B)(6) 2011, product type: lead. Product ID 748925, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported by the rep that the patient had their system explanted due to the lead eroding through the skin. There were no known factors attributing to the event and no diagnostics or troubleshooting performed. The patient had their system explanted a week prior to the report and the issue was considered to be resolved at the time of the report. The products were discarded by the customer and not available for analysis. All information was provided and required fields deemed sufficient so no follow-up was required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.